Event description:
It was reported that during revision of the left ventricular lead, high capture thresholds were observed. Phrenic nerve stimulation was present as well. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.